Event description:
New information received indicated that the recommended programming changes were made. Patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was noted on a remote transmission. The patient was asymptomatic. No other anomalies were reported. Programming changes were recommended. Patient is scheduled for follow-up and programming changes will be made at that time.